Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant prodcuts: product ID: 8709sc, lot# n124285005, implanted: (B)(6) 2008, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was receiving lioresal with concentration 2,000 mcg/ml at a dose rate of 585mcg/day via an implantable pump for unknown indications for use. It was indicated that due to a medical condition the patient was unable to communicate, so the patient's parents reported that the new 20ml pump was not working as well as the previous 40ml pump and they wanted it changed back to a 40ml pump. It was noted that the patient was always diaphoretic and stated that something was not working right. They denied hearing any pump alarms. The date of the event was unknown. There were no known environmental/external/patient factors that may have led or contributed to the issue. The 20 ml pump was explanted and replaced with a 40 ml pump. The catheter was checked and aspirated easily on (B)(6) 2021 without difficulty; 2 ml was removed. The catheter was found to be attached correctly and no visible damaged or problem was seen by t he physician. The pump was sent to pathology per hospital protocol. The company representative was to contacting pathology on (B)(6) 2021 to find out when the pump could be picked up for return to the manufacturer. The catheter remained implanted and in-service. The patient's weight and medical history were requested but unknown. The patient was without injury regarding their status as of (B)(6) 2021.